Event description:
The customer reported that they couldn't switch the ventilator on during routine extended self test. It was sent to the dept of clinical engineering who confirmed the same. When the switch was thrown it just alarmed. The engineers tried it on mains power (led's were on) and battery. Intermittent power failure.

Manufacturer narrative:
(B)(4). Carefusion will evaluate alleged failed parts if returned to the manufacturer.